Event description:
It was reported that the device failed preventive maintenance for the rate accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failed rate test. Technical support- 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Advised qing to follow manufacture procedure by using system maintenance software, rate calibration set (8100-rcs), and use scale to verify/test the rate accuracy. Qing will follow manufacturing procedure. A review of the device history record showed the device had a manufacture date of 20feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for the rate accuracy test. No additional information was provided. There was no patient involvement.